Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the cracked lens could not be determined. It is possible that the damage was caused by the use of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned for repair evaluation and the customer¿s reported problem was confirmed. Although no external lens damage was detected, the internal optical lens was found broken. A review of the manufacturing and quality records (DHR) for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The biomedical engineer at the user facility reported the lens appears cracked when looking through the ¿ultra¿ rigid telescope. The customer reported problem was found during reprocessing. No death or injury and no impact to patient or other has been reported.